Event description:
It was reported that the left ventricular (lv) lead exhibited a slowly rising impedance trend and had reached a high range. The patient was to continue being monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead, implanted: (B)(6) 2010; 5092-58 lead, implanted: (B)(6) 2004; 5076-52 lead, implanted: (B)(6) 2004. (B)(4).